Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex (lcx) artery with moderate tortuosity. The 4.0x12mm nc trek balloon dilatation catheter (bdc) was inflated between 14 atmospheres to 18 atmospheres to pre-dilate the lesion. After deflating the balloon an attempt was made to remove the bdc, but it was stuck with the guide wire. Therefore, the bdc was removed with the devices being used in the procedure (guide wire, guide catheter) as a single unit. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.